Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 13 years ago. The device associated with this report was not returned. Although the report cannot be confirmed, it would not be unreasonable to find poly material wear after the length of time reported as implanted. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address instability. Poly wear was discovered intraoperatively.